Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 473 mg/dl. Troubleshooting was performed. The customer experienced high blood glucose and ketones were found. Ran a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.